Event description:
During a preventive maintenance, the company rep observed that the iabp battery failed after 15 minutes of use. The battery was previously replaced back in august 2012. No pt was involved.

Manufacturer narrative:
The company rep replaced the iabp battery and performed a preventive maintenance complete with full calibration, functional testing and safety checks to factory specs. The iabp functioned normally and it was returned to the customer. (B)(4).